Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a device upgrade and lead revision procedure on (B)(6) 2021. Review of the transmissions revealed that the patient received inappropriate therapies. After further examination of the right ventricular (rv) lead, it was noted that the rv lead had noise which was caused due to lead fracture. Physician decided to explant and replace the whole system. The rv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition with no complications from the procedure.